Manufacturer narrative:
Per investigation by the manufacturing site: as the device has not been returned, a final determination of the root cause is not possible. A review of similar complaint on this type of device indicates that most likely the working electrode got exposed to excessive force during application. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The reported device is pending return for evaluation. Once the evaluation is completed, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar cutting loop electrode broke off inside the patient during the procedure. The broken piece was retrieved by the surgeon using an universal graspers. It was confirmed by the surgeon that nothing was left inside the patient. The procedure was completed using an unipolar loop. The karl storz bipolar console was used; however, the reporter did not recall the settings. The console was preset by a representative. There was no injury to the patient.

Manufacturer narrative:
The device will not be returned, and this will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).